Manufacturer narrative:
(B)(4). D10: durom acet comp, #item: 0100214050, #lot: 2367199 cls stem, #item: 290039090, #lot: 2365673 metasul adapter, #item: 0100185145, #lot: 2363712 therapy date: (B)(6), 2007. G2: foreign report source: germany. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was that reported that a patient had an initial right total hip arthroplasty performed, approximately 16 years post implantation the patient has presented with high cobalt levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6 corrected: d4 no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility with no issues noted. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The review identified the patient has presented with high cobalt levels. No further information has been provided at this time. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.